Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Auto mode was not mentioned if was in use at the time of incident. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected battery power loss alarm. Hardware low level failures alarm confirmed in the insulin pump history due to open trace.